Event description:
The hcp reprted that in 2006, the pt was experiencing a loss of analgesia following an MRI. A catheter aspiration and dye study were done-the results were not reported. The pump was explanted and replaced due to loss of efficacy "due to unk cause".